Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was implanted (B)(6) 2015 and stated was not working and was contacting health care provider to have it removal. The patient stated was not happy with implant. The patient has tried different programs with different stimulation, still not what expected. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.